Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three kinked cannula events on (B)(6) 2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were high at the time of event. Patient took correction injection via multi daily injections to address high blood glucose. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.